Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient was implanted a year and a half ago against her will when she was unconscious. She believes that her family member is continuing to abuse her with the unknown system. The patient thought that this was most likely a spinal cord stimulation system as she had remembered bruising and an incision above her belly button when she woke up from being unconscious. The patient does not have a remote to control the device, and she is not certain if her family member has the remote, or if they are hacking the device through another means. The patient noted that the symptoms that she experiences with the abuse is that she gets headaches from it. It hits her nerves in the neck and she gets a painful nerve sensation in her neck and also on her side. She also sometimes gets the sensations in her back while bending over. There are currently no actions or interventions being taken to try and resolve the issues, and the issues are noted to be ongoing. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that the patient was implanted with a device against her will back in (B)(6) 2018, but she does not know what the device is. The patient is having trouble with it and thinks it is in the spine and maybe her brain. It was reported that the patient¿s family was controlling the device and abusing her with it. The patient has bad headaches and feels her body heat up. It was noted that these family members had hooked up into her electricity and wifi before and hooked into her body. The patient thinks that she has a device in her hip because she has a scar, she also has staples in her head, and a scar under her arm. The patient noted that she has a court date coming up against her family. Implanting physician and managing information is unknown. There were no further complications reported.